Event description:
Procedure: proctectomy. According to the reporter: the customer reports that during intervention, the stapling did not stand (dehiscence). The surgeon mentioned that he heard an usual noise during stapling. He ended the suture line but the stapling did not last. The wound opened itself straightaway. The surgeon converted to an open surgery to manually re-suture the stapling line. Although there was no consequence for the patient the surgery time was extended of about 1 hour 30 minutes. It is not known whether reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).